Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was getting really hot while in normal use during inspection. There was no delay in the procedure as a result of this event. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer complaint of overheating could not be duplicated. Pre-repair temperature checks at 1 minute were: rear 87f, middle 84f, and nose 86f. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.